Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation could not be confirmed. However, a presumable cause could have been damage of image sensor unit, but a definitive root cause could be determined. The event can be detected and prevented by following the instructions for use: IFU: ltf-s190-5/10 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during certified biomedical equipment technician examination, and the procedure was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the endoeye flex deflectable videoscope's screen turns green. When positioned at a certain angle. The issue occurred, during setup. There were no reports of patient involvement.